Manufacturer narrative:
The insulin pump was received with a47 alarms in the alarm history screen due to corrupted history files. The insulin pump alarmed a21 during battery change due to broken solder joint on the interface board. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It is reported that the patient's insulin pump experienced a series of unexpected alarms. The patient's blood glucose level at the time is unknown. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.